Event description:
It was reported that a patient underwent laceration repair on an unknown date and suture was used. The patient experienced hypertrophic or keloid scar at the incision site. Additional information has been requested.

Manufacturer narrative:
(B)(4). Keloid scar occurred. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. The actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: pdp304 batch djk619 mfg date: 8/01/2011, exp date: 7/31/2013. Pdp310 batch dc2832 mfg date: 3/01/2011, exp date: 1/31/2013. Pdp305 batch dg5290 mfg date: 6/01/2011, exp date: 1/31/2013. Pdp416 batch dj2554 mfg date: 8/01/2011, exp date: 7/31/2013. In addition, a review of the batch manufacturing records for the possible batch numbers was conducted and the batches met all finished goods release criteria.